Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat#: 702-04-54e; lot#: 68208601a; 6.5mm low profile hex screw 30mm; cat #: 7030-6530; lot #: 685h; trident 0° x3 insert 36mm ID; cat #: 623-00-36e; lot #: 8402ek; v40 cocr lfit head 36mm/-5; cat #: 6260-9-036; lot #: 1h7m79; size 4 accolade ii 127 deg; cat #: 6721-0435; lot #: 68500007. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
As reported: "infected left hip explanted on implants. No trauma to patient."